Event description:
The manufacturer received information alleging a ventilator was inoperable. There was no harm or injury reported. No medical interventions were specified. The device has been returned to the manufacturer, but the investigation has not yet begun. A follow-up report will be filed when the investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was inoperable. There was no harm or injury reported. No medical interventions were specified. The device has been returned to the manufacturer, but the investigation has not yet begun. A follow-up report will be filed when the investigation is complete. This report is being submitted to correct the initial reporter country in section e. The country is being corrected on this report to austria.